Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the hypotube. The hypotube was partially broken 240mm distal from the distal end of strain relief the hypotube had not separated as it was held together by the outer sheath which covers the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.